Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's v dock. Unit was safely tested to factory's specifications.

Event description:
Customer reported an issue with the v series monitor, which may have affected gas monitoring. No patient injury was reported.